Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-16311. It was reported the pt felt ineffective stimulation coverage and stopped using her system. She allegedly stopped charging her ipg, and the device is now inoperable. The physician plans to explant and replace the pt's sys with a competitor system.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.